Manufacturer narrative:
Immucor technical support reviewed instrument images obtained by using a remote electronic connection method. Sample (B)(6) on echo sn (B)(4) shows the following: batch 48789 tested on (B)(4) 2015, using lots r671 & crric 221473. Lot r671: the following cells are jka+ 1(homozygous) and 2(heterozygous). Positive reactions for cell 1 reaction strength: 1+ ), visually positive. Negative reactions for cells 2 & 3 , visually positive. Sample 798434 on echo sn (B)(4) shows the following: batch 48794 tested on (B)(6) 2015, using lots r671 & crric 221473 . Lot r671: the following cells are jka+ 1(homozygous) and 2(heterozygous). Negative reactions for all cells. * cell 1 visually positive. Cell 2: visually equivocal cell 3: visually negative. Customer was advised that per customer communication (B)(4) we are aware of some instances on the echo where the instrument may generate a negative well interpretation for capture-r® ready-screen® or capture-r® ready-ID® assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal).

Event description:
A customer reported an unexpected negative antibody screen when testing a patient sample on a galileo echo. Anti-jka was identified when the sample was tested by capture-r ready-ID (crrid) panel on echo and by manual tube testing (peg).